Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. Continuity testing confirmed a short condition in the y-adaptor between the proximal and distal leadwires. No open or short condition was observed in the leadwires distal of the y-adaptor and the electrodes. No visible damage to the proximal and distal leadwire extension tubes was noted. The balloon inflated clear and concentric and did not leak. No visible damage to the catheter body, balloon, windings, or returned syringe was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that "it was unable to pace from the beginning of use. The catheter was replaced and the problem was solved." There were no patient complications reported.